Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 26. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019 non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded tothe manufacturer. At the event the patient experienced: infection, pain, mobility and bleeding. No further patient complications were reported.